Event description:
The clinic reported that patient was dialyzing when nurses' staff visually noted many small air bubbles in the venous line past the line clamp. No alarm condition from the machine, as claimed by the nurse. Clinic staff manually stopped the treatment and moved the patient to a different machine.